Event description:
Related manufacturer report number: 2017865-2022-11697. During follow-up, noise resulting in automatic mode switch episodes, oversensing and pacing inhibition were observed on the right ventricular (rv) and right atrial (ra) leads. No intervention has been performed at this time. The patient was in stable condition.